Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was found that the malfunction was caused by communication issue. A technical support specialist verified with the customer that the issue has been successfully resolved without intervention. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using pyxis medstation es system experienced an issue where patients were not appearing. The customer indicated that the delay occurred because they were not receiving orders, which necessitated the creation of temporary patient records to dispense the medication. There were no adverse events or injuries reported based on this incident.